Event description:
The pt's husband reported that the wife experienced knee pain and difficulty walking post 2nd and 3rd orthovisc injection but no swelling. They consulted with her doctor. The husband reported that the doctor believed it to be in relation to her arthritis and was giving a cortisone injection on (B)(6) 2013 with no improvement.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further evaluation or investigation is possible.